Event description:
In 2007, patient had bradycardia and was given atropine. He then went into pulseless electrical arrythmia (pea) at 04:30. Am. At this time, the ventilator alarmed, the inop light and safety valve light came on. The patient coded at the same time the ventilator became inoperable. According to the respiratory therapist, the patients lungs were full of blood.